Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. Picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf. When opening the ablation catheter, the nurse noted a white flaky material on the handle of the ablation catheter. It was able to be wiped off with touch. The staff was questioning the sterility of the material and did not feel comfortable using it in the procedure. A new ablation catheter was opened and used to complete the procedure. No patient consequence.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf. When opening the ablation catheter, the nurse noted a white flaky material on the handle of the ablation catheter. It was able to be wiped off with touch. The picture evaluation was completed on 06-jun-2025. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to pictures provided by the customer, white particles were observed on the handle of the catheter. Due this condition a manufacturing investigation was performed. The manufacturing investigation determined that the customer complaint reported from smarttouch sf family lot number 31535611l is not manufacturing related, in accordance with johnson & johnson medtech (j&j medtech) procedures. All steps and key points were successfully executed in the packaging area and inspected as mentioned in procedures. Due to the conditions in which the product with lot number 31535611l was not received, it is not possible to establish the root cause since the investigation indicated that the packaging of the product was in accordance and all the process and successfully documented. A manufacturing record evaluation was performed, and no internal action was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).